Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the bipolar energy cable associated with this complaint and completed investigations. The reported event with the accessory could not be replicated nor confirmed. The accessory cautery cable passed the electrical continuity test. The cautery cable was connected to an in-house generator along with an in-house instrument and passed energy delivery test. No damage insulation was found during the visual inspection. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the bipolar energy cable was involved in a sparking incident. The procedure was completed with no reported injury.